Event description:
It was reported that the programmer was displaying an error message and it was unable to be updated despite running the service diskette several times. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment that there was a software error on boot-up.